Manufacturer narrative:
G4: premarket / 510(k) # k213593.

Event description:
It was reported that air was entrapped in the catheter. An opticross hd catheter was selected for ultrasound examination. During procedure, the flush line was creating a big bubble of air and did not permit the right flush for the catheter. The catheter was exchanged for an alternate device to complete the procedure. No patient complications were reported.